Event description:
It was reported that the t: slim x2 pump battery would not charge, and a power source alert was noted in the pump's history as alert 07. There was no adverse impact to the customer¿s blood glucose level. The issue resolved itself prior to contacting technical support, and the pump began charging without the need for changes to the charging supplies; therefore, no further assistance was required.